Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 25-may-2017 found the sample loader will not step through x-1 positions. Ordered parts. Performed on-site repair of sample loader, position motor flag was out of sync with position steps. Realigned flag and tested loader function and verified operation. Ran 10 patient samples withut errors. On 26-may-2017 assisted with setting up mw2 g8 loader, in attempt to duplicate customer 3065 issue. The error was x1 motor flag alignment. The most probable cause of the reported event was position flag out of alignment.

Event description:
On (B)(6) 2017 the customer reported 708 x axis error with their hlc-723g8 analyzer. They can move a rack in the x1 axis by hand with no obstruction. Ts (technical support) advised to re-boot the analyzer and they got an immediate x1 error as the analyzer re-boots. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.